Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via email of high blood glucose readings and hospitalization. The customer's blood glucose was not provided. The customer stopped using the pump 4 years ago. The customer stated that the cannula would fall. The customer had high readings and would go into the hospital. The customer declined help from 24 hour helpline.